Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, it was noticed that there were three pieces of the plastic part of the jaws in the patient's tunnel. The pieces were retrieved using the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A photographic inspection was conducted based on the photo received from the client. The photo showed the jaws which appeared to have some damage. Two pieces of what appears to be silicone boots was showed beside the jaw. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissue were observed on the tool jaws. Microscopic inspection showed a big portion of the silicone insulation of the cold jaw was detached, exposing the metal underneath. The detached parts of the silicone were returned to the factory. Although it was reported that there were three pieces of plastic that fell off, only two (2) pieces were received by the factory. It was also observed that the heater wire on the hot jaw was flexed away but remained attached to the jaw. The silicone insulation on the hot jaw remained intact. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿peeled jaw" was confirmed. The analyzed failure "material twisted/bent" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview hemopro, it was noticed that there were three pieces of the plastic part of the jaws in the patient's tunnel. The pieces were retrieved using the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.